Event description:
It was reported that "stapler is locking up and jamming when in use". Additional information received states that 3 devices were used on one patient. There was no patient harm. A 4th stapler from a different lot number worked successfully. No medical intervention required. See associated mdrs 3003898360-2024-00350 and 3003898360-2024-00349.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a corrected data: n/a.